Event description:
Patient was revised to address subsidence and loosening of the tibial tray at the cement/implant interface. Depuy cement was used at the time of original implantation. Update rec'd (B)(4) 2014 - patient's medical records were received. Records indicate during implantation the patient's patella was cracked. The patellar component is being added to the complaint at this time. Complaint updated (B)(4) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combination. The lot codes were not provided for the tibial tray and unknown patella. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A review of the provided medical records confirmed the complaint; however, the cause of the patella cracking and tibial subsidence is unable to be determined. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.